Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operative the the guide catheter was slit and the internal wire of the catheter wrapped around the his bundle lead and dislodged it from the patient, and also apparently damaged the lead. A proximal stiffness of the catheter was noted near the hub, where the wire/lead had an interaction and is suspected to have caused lead dislodgement, high his lead impedance and no capture. The lead was attempted/not used and was replaced. The catheter was replaced. It was reported that the second catheter exhibited a slitting issue, and part of wire of the catheter was stuck in the slitter. Slitting was completed with another product. It was noted that the second catheter was not bent bent, and wire used to flex the catheter was straight. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft of the delivery catheter was spiral slit. There was an issue with the catheter wire. There was an issue with the catheter shaft. There was an issue with the manipulator wire of the catheter. The peeling/sl itting/splitting was not slit on the center of hub of the delivery catheter. The shaft on the hub of the delivery catheter was spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator and slitter. Slitting did not start on the centerline of the hub on the delivery catheter. There were chatter marks from the slitter on the shaft of the delivery catheter. The shaft of the delivery catheter was spiral slit and had exposed the deflection wire at 9.5 cm. The deflection wire was detached from cutting at 44 cm. The deflection band was damaged at 44 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.